Event description:
On 1st april 2025, rayner received notification from its taiwan distributor of an event that occurred during use of a rayone spheric rao100c. The event description provided states that the haptic was damaged during iol implantation necessitating explantation and exchange of the iol.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that haptic damage was observed during iol implantation. The lens was explanted and exchanged during the original surgery session without further incident and without harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device has not been returned to rayner. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Our review of production records for the rayone spheric rao100c batch 083223412 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone spheric rao100c batch 083223412. There is insufficient evidence and information available to determine the cause of haptic damage.

Event description:
On 1st april 2025, rayner received notification from its taiwan distributor of an event that occurred during use of a rayone spheric rao100c. The event description provided states that the haptic was damaged during iol implantation necessitating explantation and exchange of the iol.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that haptic damage was observed during iol implantation. The lens was explanted and exchanged during the original surgery session without further incident and without harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Our review of production records for the rayone spheric rao100c batch 083223412 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone spheric rao100c batch 083223412. The device was retained and returned to rayner for evaluation. The device was returned dehydrated in the blister tray. Preliminary inspection of the returned injector showed that the flaps were partly open, and that the plunger was fully retracted. Viscoelastic residue was observed in the in the nozzle. The explanted lens was also returned; it was inspected under 10x magnification. This cosmetic inspection did identify damage to the lens, which was partially split in two pieces. Following this observation, the injector was disassembled, and its parts were inspected under 10x magnification. This inspection did identify damage to the plunger soft tip, which was observed to be broken. To facilitate further testing of the injector, the injector was re-assembled with a new plunger and 1x rao100c from rayner's stock was loaded and injected as per the IFU. Ophteisbio3.0% ovd was used. Injection was successful, with no resistance experienced, and with no damage to the lens or injector post injection. A toluidine blue 0.5% dye test was performed on the nozzle. This test did not identify any irregularity in the nozzle coating. Product return inspection performed confirmed the event as reported. Root cause of the reported fault could not be established. On product return inspection and testing completed, no rayone injector fault was found. Results of injector testing confirm that the device performs as per design.